Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing revealed noise and not enough speed, it was noted that the blades were damaged. This issue was attributed to incorrect maintenance. Device was inspected, and repaired by replacing a few components.

Event description:
Customer reported that the handpiece doesn't work. This is 1 of 1 report for event # (B)(4).